Event description:
A site representative, registered nurse (rn), reported that while in an ear, nose & throat (ent) procedure, the surgeon alleged a 5-6mm inaccuracy, anterior in the sphenoid sinus and on the tip of the nose. In trouble-shooting the patient was re-registered using tracer registration; the surgeon declined to use pointmerge registration. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The reported issue could not be replicated. The navigation system and instrumentation were tested with a resin head and all were accurate.

Manufacturer narrative:
The software investigation of the system archive found that the patient scan, used for surgery, had the tip of the nose cut off from the scan. The scan of the patient did not follow the imaging protocol and most likely caused the inaccuracy. The software was functioning as designed. A medtronic representative informed the site staff of this issue and there have been no further reported incidents.